Manufacturer narrative:
The device was returned and the evaluation found the allegation reported in b5 and a reportable finding of blockage in the air/water channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonoscope exhibited white contamination inside the jet auxiliary channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Correction to g3 of the initial medwatch. The aware date should be 05-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following instructions for use: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.